Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer reports the weld around the tear drop piece that holds the drive shaft on has broken at the weld.